Event description:
Additional information received reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Product ID 3889-28, lot# v460281, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient saw a power on reset (por) message on their programmer. The ¿call your doctor¿ icon and por were seen the day prior to the date of this report. Stimulation was unable to be adjusted. The patient¿s symptoms were bad the morning of the call. Additional information has been requested, a follow up report will be sent if additional information is received.